Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review could not be performed because remote system logs were not available.

Event description:
A patient who was enrolled in a study underwent a da vinci-assisted cholecystectomy. The surgery was performed successfully, and the patient was discharged the next day. At home, the patient experienced umbilical wound pain with purulent discharge. After evaluation, a plastic surgeon recommended debridement and wound repair. One week later, the patient was hospitalized for umbilical wound repair and debridement surgery. There was no report that a da vinci device malfunctioned during the surgery. The study investigator reported that the event was unlikely related to the da vinci device and unlikely related to the procedure. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following information. The site confirmed that the event is related to a wound infection and ampicillin and sulbactam, curam were prescribed. The patient was discharged with no other complaints. There were no da vinci device malfunctions and a da vinci device did not cause or contribute to the event.